Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
When advancing the stent delivery system (sds) to a lesion located in the superficial femoral artery (sfa) (side unk), the stent of the sds started to prematurely deploy. The pt was a male (age unk). The vessel had moderate calcification, severe tortuosity and the rate of stenosis is unk. The product was properly inspected and prepped prior to use. The physician used a contralateral approach to make access to the pt. There was no difficulty accessing the lesion with a guidewire. There is no info as to if the lesion was pre-dilated. It was noted that the sds behaved normally when being advanced over the guidewire and the locking pin was in place. After crossing over the bifurcation, but before reaching the lesion, the stent started to deploy. Therefore, the sds was withdrawn out of the pt's body, and another stent was used to complete the procedure. There was no reported adverse consequence to the pt.